Manufacturer narrative:
The two known meters were provided for investigations and tested with retention test strips and control material. Meter sn (B)(4). Retention strip lot 353501-13: qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Results: the obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.5 - 3.9 inr). All measurements were without error messages. Meter sn (B)(4). Retention strip lot 345221-14: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Results: the obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. Relevant retention test strips (lot 353501 and lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Where the test strip lot is unknown, a routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem.

Event description:
The initial reporter complained of questionable inr results for 3 patients from coaguchek xs pro meters. The laboratory reagent was stago. On 09-jan-2019 for patient 1, the result from meter serial number (B)(4) with test strip lot 35350113 was 4.3 inr and the laboratory result was 3.23 inr. On approximately 18-jan-2019 for patient 2, the result from a meter was 3.0 inr and the result from the laboratory was 2.0 inr. The meter and laboratory results were within 30 minutes. The specific time and date of the results were asked for but not provided. It was asked but not known what the meter serial number and what the test strip lot was. On 22-jan-2019 for patient 3, the result from meter serial number (B)(4) with test strip lot 34522114 was 4.6 inr and the laboratory result was 3.05 inr.